Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. There was also no capture on the right atrial (ra) lead the lead impedance data indicated there were changes in pacing impedance measurements two days prior, however they were still within normal limits. A revision procedure was performed and it was identified that both the rv and ra lead had dislodged. The rv lead was able to be successfully repositioned. The ra lead was attempted to be repositioned, but difficulties were experienced with the helix mechanism. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.